Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted incorrected information for the contact office section in the manufacturing information section which is updated with the correct information in this report.

Manufacturer narrative:
In previous report the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The device was scrapped. Product UDI (rfb), evaluation method code grid, evaluation results code grid, component code grid , conclusion code grid updated/corrected